Event description:
Customer's spouse reported via phone, customer had experienced high blood glucose a 500 mg/dl, treated blood glucose with 7.8 units, then later another 3.6 units. At night her blood glucose was 269 mg/dl, so was treated with another 2.9 units and by morning her blood glucose was low at 33 mg/dl, treated with orange juice. Current blood glucose was 96 mg/dl. Troubleshooting was performed and it was found the drive support cap was normal. Customer's spouse declined to check for air bubbles and leaks. Site is not being changed every two to three days. The cannula was found off a little bit. Customer's spouse declined performing high pressure test. Two cracks were noted on the insulin pump. One goes to the act button and the other one went along side of the insulin pump. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He declined return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.